Event description:
Pt was an inpatient and required an emergency bronch to remove a blockage. A pentax eb1830ps scope was used. The procedure was successful, however, when the scope was removed from the pt approx four -4- small pieces -3 mm x 1 mm- were noted missing from the distal end of the scope. The pieces were seen in the pt and subsequently removed without incident. Post procedure x-rays were taken and did not show any other pieces remaining in the pt. A visual exam of the scope after the incident was made and one additional piece of the sheath covering the flexible end of the scope was observed and removed. Some of the pieces were given to the pentax rep for their testing. The scope was repaired and is back in service.